Event description:
It was reported that (1) device was used during a laparoscopic ovarian cystectomy. It was reported by the affiliate that the atb35 instrument neither staples nor cuts. Another instrument was used to complete the case. There was no consequence to the pt.